Event description:
The customer reported the insulin pump was dropped and the screen is cracked. The customer also reported being hospitalized for high blood glucose and having seizures.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.